Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the half-height main drawer. A field service engineer replaced the half-height main drawer with a new half-height cubie drawer and rebooted the station to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.